Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40522r1069) was chosen first for implantation and was implanted successfully medially, reducing mr to grade 2-3. A second xtw (lot: 40522r1052) was then chosen for implantation. During attempts to grasp the leaflets in a lateral position, the posterior gripper could no longer be visualized. The clip was inverted and brought back to the left atrium however, during which the clip became stuck on the anterior leaflet. The clip was able to be freed, but the mr rose to 4 suggesting leaflet damage had occurred. Grippers were tested in the left atrium and neither functioning. The clip was removed and outside the patient, both gripper lines were observed broken. A third xtw (lot: 40916r1086) was chosen for implantation. During attempted to grasp leaflets, the clip became entangled. Manipulating the clip for removal caused the first implanted mitraclip (lot; 40522r1069) to detach from the posterior leaflet (single leaflet device attachment (slda)). The clip was able to be removed from entanglement and was implanted. The procedure ended with mr reduced to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The reported gripper line break was not confirmed; however, it was observed that both gripper lines were separated/slipped from the l-lock shaft. The reported difficult to remove from anatomy (clip stuck on the anterior leaflet) could not be replicated in a testing environment due to it being related to patient or procedural /operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information reviewed, a cause for the reported difficult to remove from the anatomy cannot be determined. The reported broken gripper line was likely due to how the user interpreted the gripper line separation. The investigation determined the reported gripper actuation issue was due to the observed gripper lines separation (slip). The observed gripper lines separation appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The tissue injury was due to the difficult to remove (clip caught on leaflet). Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted.